Manufacturer narrative:
Date sent to the FDA: 11/05/2009. Dyspareunia - loss of urethral sensation - pain occurred -conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure on an unk date. The pt now has constant pain in the vaginal area which will on occasionally shoot down her leg. Also, there is pain in the groin area when walking up the stairs. The pt has discomfort with a full bladder and is not able to enjoy sexual activity due to pain, feeling of fullness, and bleeding. The pt feels the sling all of the time. The pt is also still incontinent, but in a different way. The pt cannot tell if the bladder is completely emptied and sits for longer periods with urine starting and stopping. The pt cannot tell if she has finished urinating and feels she has lost some sensation in the urethral area.